Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery with heavy tortuosity and heavy calcification; pre-dilatation was performed. A 3.0x33mm xience xpedition stent delivery system (sds) was advanced; however, the sds could not cross the lesion due to the patients anatomy. After multiple unsuccessful attempts were made to cross the lesion, the proximal shaft of the sds was noted to be separated. The sds was simply withdrawn from the patient. Another same size xience xpedition sds was used to ultimately treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.